Event description:
It was reported that the pump was implanted without difficulty. No attempt to read or program the pump was done in the operating room. In the recovery room multiple attempts to read the pump were unsuccessful with two different programmers. The patient was returned to surgery and the pump was replaced. After removal, telemetry still could not be obtained. The patient recovered without sequela. The pump contained lioresal at the time of the event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.